Event description:
It was reported that the clinic could not see a pacemaker model listed on the programmer. The clinic thought the programmer was up to date because of a message "no updates required at this time" however the programmer was not at the current version. The company representative had a programmer with the correct version loaded. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.